Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, myocardial infarction and cardiac enzyme elevation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion, myocardial infarction and cardiac enzyme elevation appears to be related to procedural conditions (valve position). It is possible that interaction between patient anatomy and the valve contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as post-implant valvuloplasty was performed.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm portico ng/navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was not performed. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed 3 times during procedure, due to being deployed too high and too low. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to under expansion of the valve. The final non-coronary cusp implant depth was 1.3mm. Post-procedure, it was noted that the patient developed chest tightness and suffered a myocardial infarction with non-obstructive coronary arteries. On (B)(6) 2025, it was noted that the patient had elevated levels of troponin. No intervention was performed.